Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an endometrial balloon ablation procedure. During the procedure, the balloon pressure dropped and a hole was noted in the balloon. A second catheter was pulled and used to successfully complete the procedure. There were no adverse patient consequences.